Event description:
Additional information was received from patient. Patient stated, "they checked and they couldn't repair with the tablet so to bad. They couldn't do anything but shut 2 of the leads off to get the other 2 to work. So, I'm dealing with it working halfway on one side not the other. Not happy with this at all. No, it hasn't been fixed and they basically told me to bad that is just the way it is 2 -of the leads are not working at all. They said there was no fix.".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are unable to charge their implanted neurostimulator since the beginning of the month. Patient described s eeing no device found. Patient stated they reset the controller, which worked once; however, this did not resolve the issue. Patient stated they tried to charge the implant for 3 days and described seeing passive recharge mode with 98 and 99, but stated a few weeks ago they got irritated with it and just set it to the side. Patient added that they fully charged the controller the other day. Patient confirmed no visible damage to the controller or battery pack, but noted the recharger cord was kinda bent in a u shape because of how it lays in the pouch. Agent had patient reset the controller and attempt to initiate a recharge session. Patient reported seeing no device found. Patient pressed recharge and reported the screen displayed position the recharger. Patient pressed continue and screen froze on checking the recharger. The issue was not resolved. An email was sent to the repair department to replace the recharger. Patient mentioned previous issue in the past that they would need to reset the controller to resolve and mentioned previous recharger and controller replacement. Patient called back and stated they were sent a replacement recharger because they could not connect to their implant at all, but now the controller is not working. Patient stated they were able to recharge the implant okay, but when they went to try and raise their intensity level, the controller wouldn't let them. Patient stated they thought they were winning, but now they think they need a controller too. Patient unlocked the controller and confirmed the controller battery level was 100% and the implant was 80%. Patient tried to raise their intensity setting but saw "settings not available." Patient confirmed that they see the same message when trying to raise any of their programs. Agent reviewed the message and redirected patient to their healthcare provider. Patient commented that this year has been really frustrating with this stimulator. Patient stated that it has not worked hardly at all or they've barely used it because it's been such a pain getting it to charge. Patient added that they drive semis and get too frustrated trying to get things charged and just take more medicine instead.